Event description:
The device was placed at the target lesion in the renal vein, and inflated with 0.4cc of saline and contrast mix. Approx 5 minutes after the device was inflated, the balloon ruptured. The device was removed and a second device was placed at the target lesion. It was also inflated with 0.4cc of saline and contrast mix. The balloon device ruptured approx 10 minutes after the device was inflated. The pt is reported to be in a "good" condition.